Event description:
Patient presented from snf to ed for evaluation of catheter change. Patient pulled his suprapubic foley catheter out. Attempt to replace x 2 unsuccessful resulting in ed visit. Successful insertion in ed, however, port tubing was leaking. Tubing replaced. Site covered with an abdominal binder to prevent recurrent pulling out. No other acute distress, vss, patient d/c to snf. No harm to patient or delay in care.